Event description:
The patient was enrolled in the (B)(4) study with a positive functional test for ischemia. The patient had a 99%, de novo, type a lesion in the first obtuse marginal branch. The lesion was 15mm in length and the vessel was 2.25mm in diameter. The lesion was pre-dilated and a 2.25 x 23mm cypher stent was implanted at 18atm. The stent was not post-dilated. Post procedure, the patient had elevated troponin levels of 0.16 > 0.09 unl. Approximately two months after the index procedure, the patient was hospitalized with unstable angina. A revascularization was performed to treat a new 80-90% lesion in the proximal right coronary artery. This event was graded as unrelated to the index procedure and the previously implanted cypher stent. However, on the adjudication minutes it was noted that there was also 40-50% diffused disease in the obtuse marginal and that the cec committee agreed with a myocardial infarction (to arc (spontaneous)). It was noted that the patient initially had a 3.5 x 23mm cypher stent implanted in the proximal right coronary artery. Approximately six months later, the patient experienced unstable angina and had a non-cordis, drug-eluting, stent implanted in the mid to distal right coronary artery. It was noted that the cypher initially implanted in the proximal right coronary artery was patent, however, the new stenosis was within 5mm of the stent. And the new stent implanted in the mid to distal right coronary artery was placed overlapping the stent that had been implanted in the proximal right coronary artery. Therefore, there was peri-stent restenosis of the proximal right coronary artery.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient experienced elevated troponin levels, mi and restenosis. This is a (B)(6) male with medical history including previous pci (B)(6) 2010, CABG 1999, hypertension, mi (B)(6) 2010, diabetes mellitus ii, present smoker, gastroesophageal reflux disease, gout, insomnia, and depression. The patient was enrolled in the (B)(4) study with a positive functional test for ischemia. The patient had a 99%, de novo, type a lesion in the first obtuse marginal branch. The lesion was 15mm in length and the vessel was 2.25mm in diameter. The lesion was pre-dilated and a 2.25 x 23mm cypher stent was implanted at 18atm. The stent was not post-dilated. Post procedure, the patient had elevated troponin levels of 0.16 > 0.09 unl. Approximately two months after the index procedure, the patient was hospitalized with unstable angina. A revascularization was performed to treat a new 80-90% lesion in the proximal right coronary artery. A 3.5 x 23mm cypher stent implanted in the proximal right coronary artery as treatment for this new . This event was graded as unrelated to the index procedure and the previously implanted study cypher stent. However, on the adjudication minutes it was noted that there was also 40-50% diffused disease in the obtuse marginal and that the cec committee agreed with a myocardial infarction (to arc (spontaneous)). Approximately six months later, the patient experienced unstable angina and had a non-cordis, drug-eluting , stent implanted in the mid to distal right coronary artery. It was noted that the cypher initially implanted in the proximal right coronary artery was patent; however, the new stenosis was within 5mm of the stent. And the new stent implanted in the mid to distal right coronary artery was placed overlapping the stent that had been implanted in the proximal right coronary artery. Therefore, there was peri-stent restenosis of the proximal right coronary artery. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported events; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported events, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00003 and 3003742446-2012-00012.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00003 and 3003742446-2012-00012. Additional information will be submitted upon 30 days of receipt.